Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was no longer feeling stimulation. It was assessed that the lead had become dislocated. Patient underwent a procedure to revise the existing lead and place an additional one. Patient was satisfied with stimulation post-procedure.